Manufacturer narrative:
(B) (4) - toxic shock syndrome - toxic shock syndrome: conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent an obturator sling procedure on an unk date. Pre-operatively, the pt rec'd IV clindamycin and IV gentamycin. Approx two weeks post-operatively, the pt developed leg swelling, fever, and diarrhea. The pt notified her primary care physician, who practices at a different hospital, and she presented to that hospital's emergency department with septic shock and renal failure. The pt underwent emergent surgery for possible necrotizing fasciitis which was ruled out. The pt's current diagnosis is toxic shock syndrome and her surgeon reports that the pt's condition is poor. No further info was reported.